Event description:
Patient was hospitalized on (B)(6) 2021 with an infected power port. They took out the port, placed a central line, and started IV antibiotics. She was released on (B)(6) 2021. She continued IV antibiotics until (B)(6) 2021 and had the central line removed on (B)(6) 2021. Her specialist is aware. Consent question was not asked. Indication = cystic fibrosis with pulmonary manifestations. Reported to (B)(6) by pt/caregiver.